Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Technical services (ts) consultant discussed replacing and returning to boston scientific any affected pacemakers exhibiting accelerated battery depletion within 90 days of the explant battery status indicator. No adverse patient effects were reported. The product remains in service. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Technical services (ts) consultant discussed replacing and returning to boston scientific any affected pacemakers exhibiting accelerated battery depletion within 90 days of the explant battery status indicator. No adverse patient effects were reported. The product remains in service. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. Technical services (ts) consultant discussed replacing and returning to boston scientific any affected pacemakers exhibiting accelerated battery depletion within 90 days of the explant battery status indicator. No adverse patient effects were reported. The product remains in service. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.